Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ xten. The label was missing on the device. Fortunately no adverse outcome has been reported due to mentioned issue, however, we decided to report this case in abundance of caution and based on the potential that label's particles falling into sterile field are creating a risk of contamination. It was established that when the event occurred, the surgical light did not meet its specification due to missing label and it contributed to the event. Provided information indicates that upon the event occurrence the device was not being used for patient treatment. Based on the performed analysis, the subject matter experts at the legal manufacturer found two probable root causes that could have led to the described issue ¿ the label was either removed by user as a result of improper cleaning protocol or replaced during the maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of our surgical lights ¿ xten. The label was missing on the device. Fortunately no adverse outcome has been reported due to mentioned issues, however, we decided to report this case in abundance of caution and based on the potential that label's particles falling into sterile field are creating a risk of contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.